Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. A day after the onset, the patient was hospitalized for the event. The patient was treated with vancomycin 1 gm loading dose and amikacin 100mg every other day intraperitoneally (the duration was not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovering from the event. Pd therapy was discontinued, catheter was removed and the patient was switched to hemodialysis. No additional information is available.